Event description:
The customer stated that the first cycle using a closurefast catheter stopped six seconds in the procedure with a message appearing reading low temperature high power on the rfg3 screen. Physician confirmed enough tumescent was administered and proper external compression was applied. They proceeded to open up a new closurefast catheter but were unable to complete the procedure with that closurefast catheter as well. Please reference MDR 2183870-2015-00221 for the other closurefast catheter referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Investigation: return packaging: the closurefast catheter was received for evaluation inside the original box and clear thermoform tray. Visual inspection: the catheter shaft, coil, and connector were inspected. No damage or anomalies were observed. Testing/findings: the device passed continuity and resistance functional testing: e+ to e- 85 ohms (80-113 ohms), tc+/tc- 175.1 kohms (lte 250 ohms), resistor 1 value 13.68 (13.43-13.97kohms), and resistor 2 value 8.07 (7.90-8.22kohms). The device was attached to two different test generator units (generator 1: sn (B)(4), version 4.6.0) (generator 2: sn (B)(4), version 4.6.0). The catheter was run through one dry cycle on each generator by activating the activation button on the handle. Both generators could not be activated due to various treatment halted type messages. It should be noted on one of the errors the temperature shows 142 degrees on the generator monitor. Conclusion: the customer's report of the closurefast catheter giving error messages has been confirmed. The closurefast catheter was visually inspected and found no damages or anomalies that would appear to have contributed to the reported event. The catheter passed continuity/resistance testing; however could not complete a cycle. During activation both test generators would give an alert while halting the treatment. The root cause of the reported event could not be determined at this time.